Manufacturer narrative:
Citation: donglei song, bing leng,yuxiang gu, wei zhu, bin xu, xiecheng chen, liangfu zhou. Clinical analysis of 50 cases of bavm embolization with onyx, a novel liquid embolic agent. Interventional neuroradiology 11: 179-184, 2005. The purpose of this article was to study the embolization technique using onyx to treat cerebral arteriovenous malformations (avms), as well as the efficacy. The authors conclude that onyx has a unique and distinctive superiority in treating cerebral avms. Between september 2003 and may 2005, 50 patients with bavms were treated. There were 35 men and 15 female patients with a mean age of 28 years (range 12-47 years). Functional neurological deficits such as visual deficits and hemiplegia may be related to hemodynamic changes induced by the embolization and are known inherent risks of the embolization procedure which are documented in the onyx instruction for use. There is no evidence suggesting that the devices were defective. Based on the reported information per the reported information, review of ifus, and review of literature to investigate the complaint, the most likely cause for the reported events is procedure related. Additional information has been requested from the author of the article. Should it become available, a supplemental report will be submitted. Mdrs from this event: mdrs from this literature review: 2029214-2017-00529, 2029214-2017-00530, 2029214-2017-00531, 2029214-2017-00532, 2029214-2017-00533. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review mild hemiplegia occurred after embolization in one patient with a large avm located in the anterior central gyrus and another patient with a giant occipital avm had visual field defect. Both underwent rehabilitation care after discharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.